Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
A surgeon reported a few years following an intraocular lens (iol) implant procedure, sub surface nano glistenings (ssng) was confirmed in the iol. The iol was exchanged with an iol from a different manufacturer. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the initial procedure was performed five years previously. The patient reported difficulty seeing. Postoperative vision is fine following iol exchange with a lens from a different manufacturer.

Manufacturer narrative:
Product evaluation: the lens was returned. The lens appears clear. The optic is cut into two pieces, typical of an insertion and removal. Both cut portions of the optic have scratch marks. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of "sub surface nano glistenings". Power and resolution testing could not be conducted due to the extensive optic damage. (B)(4).